Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance warning. There were also fluctuations noted in threshold, under and over sensing on the rv lead. The lead had been repositioned to reset it into the header block the same day of the warning. The lead and device remain in use. No patient complications have been reported as a result of this event.